Event description:
Device issue: difficult to remove filter. Time of issue: during the procedure. Symptoms/ae: surgical removal of filter. It was reported that during a left internal carotid artery procedure, an rx accunet was positioned perfectly and an rx acculink stent was implanted in the internal carotid artery without difficulty. Before stent dilatation, a non-abbott filter was positioned proximal to the rx accunet. Post-dilatation was performed. When an attempt was made to remove the non-abbott filter it was found that the non-abbott filter wire was positioned beneath a stent strut, thereby trapping both filters. Several unsuccessful attempts were made to disentangle the wire by using a balloon catheter. Endarterectomy was performed and both filters were removed. The wires were removed via the access site. There was no adverse pt sequela. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4), the stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.